Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. During another analysis, the patient was shocked and after removing the electrode pads, burns were found on the patient. The severity of the burns sustained was not available. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device performed to specification in regard to the report of "shock advised." The first analysis had large motion artifacts detected and the algorithm postponed the analysis. The second analysis was fine ventricular fibrillation and was shockable. The device functioned as intended and by design within the limitations of technology available. The g5 operator's guide describes this series of events and a rationale as to why it may occur during use. The customer's report of the burn sustained was attributed to poor coupling. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of sparking/arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.